Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of noisy signals that resulted in a false ventricular episode. A chest x-ray was performed. The leads appeared to have remained in place. The patient was seen in-clinic for lead testing. All lead measurements were normal. No noise was seen. Additionally, there were noisy signals on the shock electrogram (egm). The health care professional (hcp) increased the automatic gain control (agc) and will continue to monitor the patient. The lead remains in use. No adverse patient effects were reported.